Event description:
The customer stated that he was testing his daughther's blood glucose using the contour and received readings of 126 and 116 mg/dl. He retested using the freestyle and received a reading of 289 mg/dl. The contact did not allege his daughter experienced any adverse events due to the readings. Normal control solution is to be sent to the customer for further troubleshooting, and no product will be returned.